Event description:
It was reported the customer had a no delivery alarms during the fill tubing process. Customer stated they had changed their infusion set twice, but the alarm persisted. Customer stated they were able to resolve the alarm by changing their reservoir. The customer's blood glucose was unknown. Customer will monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.